Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead experienced heart rates between 35-45 bpm. The device was programmed to vvir 60. Technical services discussed reviewing the available device data such as rate bins and pvc counters. It was later reported that the clinician was having difficulty performing the threshold test; it was noted the thresholds had increased to above the programmed output. Therefore, the pacing output was increased. Due to these observations, a lead fracture was suspected. This device was not able to be enrolled in the remote monitoring system in canada as it was a united states configured model. The device and lead remain implanted and in service. The patient will have more frequent in-clinic follow-ups to monitor the lead issue.